Event description:
On (B)(6) 2025, the hospital reported that during the surgery, the cardiac stabilization system could not be fixed and the thread slipped. A new cardiac stabilization system was replaced and the surgery continued. There is no process delay and no harm to patient reported.

Manufacturer narrative:
(B)(4) the issue occurred in china market; this is for similar device reporting. The investigation has been started since the complaint was received, the following contents have been conducted: 1. Device historical record review: the records of the reported lot have been reviewed, no non-conformity relevant with the reported issue is observed. All the products had been performed 100% mechanical function test during production. They all passed the function test which demonstrate the knob can be tightened and can also tighten the flexlink arm. 2. Trend review: in the 12 months from 15-aug 2024 to 14-aug 2025 (date of event), the occurrence rate for the reported issue is approx. 0.067% for om-10000 and om-10000z, which is under anticipated occurrence rate. 3. Returned device evaluation: 1). The device was returned to factory for evaluation on sep.12, 2025. Visual inspection was conducted, signs of clinical use and evidence of blood were observed, there were no visual defects indicated on the device. 2). A mechanical evaluation was conducted. It¿s observed the knob rotate stuck intermittently, the knob could not be tightened, and the flexlink arm could not be tightened. The reported failure "knob difficult/ unable to tighten-arm does not lock" was confirmed. 3). The device was disassembled for further inspection. The acme nut lead-in thread was found damaged, component records review did not indicate a product or manufacturing defect caused or contributed to the acme nut damage, all the products had passed 100% visual inspection and mechanical function test during production. Since no further interview or information is available from customer side, the specific root cause could not be determined. 4). Reviewing historical investigation records, the most probable cause for the ¿knob difficult/ unable to tighten-arm does not lock¿ and ¿acme nut lead in thread broken¿ is rotating the knob rapidly during customer using, or rotating the knob leaner or too much strength used, which cause acme screw misaligned with the acme nut lead in thread, acme nut lead in thread broken, the broken lead in thread would potential not smoothly engage or even not engage with the acme screw lead in thread during tightening, then the knob could not be tighten, and link arm could not be tightened. The failure mode is addressed in the risk management file and IFU. The device met all product specifications upon leaving the factory. There were no ncrs identified which could cause or contribute to the reported issue. The complaint history review did not identify an adverse trend. There were no consequences or impacts to the patient. It¿s determined that there is no relation between the batch manufacturing process and the reported failure. The trending will be monitored continuously.